Event description:
The customer reported the system displayed extremely distorted images. No reports of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The pcb's and connections were reseated. The hard drive and disk controller pcb were replaced. The system was found to be working as intended, and put back into service.